Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure, and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 0.6 centimeter (cm) in size and located in the right middle lobe - lateral segment. The nodule was close to the pleura and 5-6 millimeters from the fissure. Instruments used included a 21g flexision needle and compatible third-party forceps. A bronchoalveolar lavage was performed. A c-arm fluoroscopy was used for intra-procedural imaging and endobronchial ultrasound (ebus) was used to locate the lesion. The procedure was completed as planned with no delays. A routine chest x-ray was done after the procedure which detected the pneumothorax. The patient was reportedly asymptomatic. A chest tube was placed to resolve the pneumothorax. The pneumothorax resolved within 24 hours and the chest tube was removed. The patient stayed another day in the hospital due to social issues and was then sent home in stable condition. The physician believed that the pneumothorax was not ion-related and was attributed to biopsies of a small lung nodule that was very close to the pleura. According to the physician, the pneumothorax would have likely occurred via another modality and there was no device malfunction associated with the event.